Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The white and red luers were noted to have caps. The investigation is confirmed for the reported material separation, as the third luer (17 ga distal) appeared to have been cut and the edge of the break appeared jagged, with an apparently rough and granular break surface. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post catheter placement, the luer connector was allegedly missing from the distal lumen along with the clamp on the lumen. It was further reported that the patient allegedly experienced blood loss. Reportedly, the patient was taken to the ICU care unit for additional medical intervention. The patient is currently stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 05/2022),g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement, the luer connector was allegedly missing from the distal lumen along with the clamp on the lumen. It was further reported that the patient allegedly experienced blood loss. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that sometime post catheter placement, the luer connector was allegedly missing from the distal lumen along with the clamp on the lumen. It was further reported that the patient allegedly experienced blood loss. The patient current status was unknown.